Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the device could not be interrogated. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Upon receipt, the device was found to communicate normally. Bench and ate tests were performed, and the device was determined to function normally. The cause of the field event could not be determined.